Manufacturer narrative:
Per received information, the event description has been updated. The air trapped within the syringe is not considered likely to cause serious injury to the user or hinder the functionality of the device. The following information has been updated: describe event or problem:it was reported that ten syringes 3ml ll 200 s/c experienced leakage. The following information was provided by the customer: verbatim: ¿ material no. 309657 batch no. Unknown. It was reported that air was being introduced into the syringe when pulling insulin from vial, and there is leakage from the syringe right above where the needle meets the syringe. Verbatim: this report represents all available product information. No additional information is available. Description of issue: customer reported a lot of air was being introduced into the syringe when pulling insulin from vial. Customer also reported that syringe has often times leaked from the syringe right above where the needle meets the syringe did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 10 times. Item number: 3 ml syringe ¿ 309657. Product lot number: customer could not provide at the time of the call are samples available for investigation?: no. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. Resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue " " complaint summary detail: this complaint is MDR reportable. (A): the incident could have potential to cause harm/serious injury. Unexpected leakage of medication can lead to inaccuracy of medication dose and a delay in treatment. Event type: (a): leakage /malfunction.

Event description:
It was reported that ten syringes 3ml ll 200 s/c experienced leakage. The following information was provided by the customer: verbatim: ¿ material no. 309657 batch no. Unknown. It was reported that air was being introduced into the syringe when pulling insulin from vial, and there is leakage from the syringe right above where the needle meets the syringe. Verbatim: this report represents all available product information. No additional information is available. Description of issue: customer reported a lot of air was being introduced into the syringe when pulling insulin from vial. Customer also reported that syringe has often times leaked from the syringe right above where the needle meets the syringe. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 10 times . Item number: 3 ml syringe ¿ 309657. Product lot number: customer could not provide at the time of the call. Are samples available for investigation?: no. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue " " see pr for additional details. Complaint summary detail: this complaint is MDR reportable. (A): the incident could have potential to cause harm/serious injury. Unexpected leakage of medication can lead to inaccuracy of medication dose and a delay in treatment. Event type: (a): leakage /malfunction.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced air trapped in syringe and leakage. The following information was provided by the customer: verbatim: ¿ material no. 309657 batch no. Unknown . It was reported that air was being introduced into the syringe when pulling insulin from vial, and there is leakage from the syringe right above where the needle meets the syringe. Verbatim: "attached please find the spreadsheet which contains detailed complaint information data for bd syringe/needles. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. 1.description of issue: customer reported a lot of air was being introduced into the syringe when pulling insulin from vial. Customer also reported that syringe has often times leaked from the syringe right above where the needle meets the syringe 2.did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. 3.number of occurrences: 10 times . 4.item number . 3 ml syringe ¿ 309657. 5.product lot number: customer could not provide at the time of the call. 6.are samples available for investigation? Ono. 7.did issue cause any injury? If yes, what type of injury? No. 8.medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No . 9.resolution. Cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. 10.note: product category = needle/syringe issue " " see pr for additional details. Complaint summary detail: this complaint is MDR reportable. A): a blood gas syringe or tube with air bubbles in the blood could cause volumetric inaccuracy as well as alter the true blood gas components that could cause erroneous results and lead to misdiagnosis/treatment of the patient and result in a serious injury. (B): the incident could have potential to cause harm/serious injury. Unexpected leakage of medication can lead to inaccuracy of medication dose and a delay in treatment. Event type: (a): air in syringe or tube (b): leakage /malfunction.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced air trapped in syringe and leakage. The following information was provided by the customer: verbatim: ¿material no. 309657 batch no. Unknown. It was reported that air was being introduced into the syringe when pulling insulin from vial, and there is leakage from the syringe right above where the needle meets the syringe. Verbatim: this report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Description of issue: customer reported a lot of air was being introduced into the syringe when pulling insulin from vial. Customer also reported that syringe has often times leaked from the syringe right above where the needle meets the syringe did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 10 times. Item number: ml syringe ¿ 309657. Product lot number: customer could not provide at the time of the call. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Note: product category = needle/syringe issue. See pr for additional details. Complaint summary detail: this complaint is MDR reportable. A blood gas syringe or tube with air bubbles in the blood could cause volumetric inaccuracy as well as alter the true blood gas components that could cause erroneous results and lead to misdiagnosis/treatment of the patient and result in a serious injury. The incident could have potential to cause harm/serious injury. Unexpected leakage of medication can lead to inaccuracy of medication dose and a delay in treatment. Event type: air in syringe or tube: leakage /malfunction.